Event description:
Customer stated they began experiencing severe and persistent jaw pain (tmj issues) during the use of the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.